Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Dark, grey image. Ccd defect. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd module. In addition, we confirmed that operation channel buckled; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.